Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high pacing impedance and noise resulting in oversensing were observed on the right ventricular (rv) lead. The physician believed the suture sleeve had been tied too tightly during the implant procedure and suspected the electrical anomalies were due to user error. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found overtorque of the inner coil consistent with the procedural damage. Visual inspection of the lead did not find any anomalies with the exceptions of damage consistent with that occurring at the time of the procedure. The reported event of lead high impedance and oversensing was not confirmed.